Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the bilateral common femoral artery was performed on (B)(6) 2017 using two proglide devices without issue after a complex coronary chronic total occlusion interventional procedure. On (B)(6) 2017 the patient went to the emergency room due to a groin infection at the access site. The patient was sent to surgery for treatment of the infections. The physician is reportedly trained in the use of the proglide device. No additional information was provided.